Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that when he pushes the lever to turn the joystick off it still stays on.